Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ single port catheter was noticed to be split from the needle hub to the tip during use while advancing it. The following information was provided by the initial reporter: "upon advancing the catheter noticed it was split from the hub of the needle to the tip perfectly. Removed the needle and catheter was intact."

Event description:
It was reported that the bd nexiva¿ single port catheter was noticed to be split from the needle hub to the tip during use while advancing it. The following information was provided by the initial reporter: "upon advancing the catheter noticed it was split from the hub of the needle to the tip perfectly. Removed the needle and catheter was intact."

Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record was performed and no quality issues were found during production. H3 other text : see section h.10.